Event description:
During a laparoscopic hepatectomy, the ptfe pad of the first subject device was partially separated. The physician replaced with the second subject device. However, the probe of the subject device was broken. The procedure was completed with a similar device. There was no pt harm reported. This is a report regarding the first subject device.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus systems corp (omsc) for eval. This will be supplemented if device eval becomes available. Please cross-reference the following reports: 8010047-2014-00231.